Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date changed without user interaction, cause was unknown. Customer's blood glucose level was "high" per continuous glucose monitor readings, however, customer declined to troubleshoot for this issue and no further information was obtained. Reportedly, the customer corrected the time and date and resumed insulin therapy.